Event description:
As reported in 2008, this pt was implanted with a gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. Approx one week post-operatively, the pt presented with lethargy and weight loss. CT scans demonstrated no evidence of obvious fluid collection around the graft site. Two months later, the pt presented with groin pain, abdominal pain, anorexia, and a 23 pound weight loss. A CT scan demonstrated a large fluid collection with gas next to the endoprostheses. The pt was admitted to the hospital and placed on IV antibiotics. The pt underwent a CT guided aspiration and a tagged white blood cell scan, which demonstrated high uptake in the region of his graft and a fluid collection. Three days later, the gore excluder aaa endoprostheses were explanted and an open repair of the aorta was performed. The pt is reported to be in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.